Event description:
Soundstar catheter had a poor, grainy image. Lasso catheter: coil mechanism malfunction. There were two catheters with this case. When the soundstar catheter was connected to the cable, the image displayed on the monitor was poor. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. There was no issue with the new catheter. No injury to the patient. When the physician tried to manipulate the lasso catheter he found that the coil function of the catheter was not working properly. The catheter was removed and a new catheter was used. The new catheter worked properly. No injury to the patient.